Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the first time they had the device put in, one time their grandma broke her hip and they had to rush over to her house to take her to the hospital. The patient stated they were rushing and they bumped the device out of their seat and the stitches kind of got ripped open or there were no stitches so they used superglue so the cut got ripped up. The patient said they ended up calling their doctor and they said to come in and they would stitch it up. Shortly after that time it just didn't work so they thought maybe something had happened from that incident so the patient had to go back and they tried everything with the first unit, tried different programs and different strengths and nothing helped. They ended up having the patient do an x-ray and just decided to put another unit in.